Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. The device was received with cracked display window corners, reservoir tube lip, broken belt clipslot, scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 192 mg/dl. Troubleshooting was performed. The device was returned for analysis.